Manufacturer narrative:
12/11/1997-supplement report #1 submitted to FDA.

Event description:
The device was used during a hysterectomy procedure. Reportedly, the staples did not form properly and the instrument was difficult to open. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.